Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Output connectors out of specification. Lower case and ring cover broken. Side bail covers are contaminated. Keyboard is scratched.

Event description:
It was reported the ventricular connector does not latch the plug properly. It falls out in use. No patient complications were reported as a result of this event.